Event description:
The reporter contacted animas on behalf of her daughter (the pt) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the ok button required multiple presses for the pump to respond. The reporter claimed that the keypad was intact and denied that the device was exposed to moisture.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed that the pump was intermittently not responding to up, down, and ok button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition the up, down and contrast keypad buttons were observed to be misaligned. The up, down, and ok button contacts also were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.